Event description:
The patient had left-sided impella placed. The next day, the impella began with catheter positioning alarms the motor current waveform went flat. Physicians confirmed appropriate catheter location - waveform did not return and the console continually alarmed. Since the physicians determined the catheter placement was correct (through visual inspection), no additional actions were needed. The rep was notified and will take the device for analysis. There was no detectable harm to patient noted due to alarm failure.======================manufacturer response for vad, impella contorller (per site reporter).======================requested that abiomed share findings of their analysis.